Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 43 alarms were found on 08/19/2025 04:20:40.000 through 08/19/2025 04:31:03.000, with several alarms noted. Line=752 file=121. During rewind, motor failed to lower and remained in place. Unit failed rewind test. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to motor failing to properly rewind. Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroded the motor home switch, causing the rewind anomaly. Isolate to motor assembly and electronic assembly due to corrosion. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In conclusion, customer allegations were confirmed when pump error 43 alarms were found during download history review and the motor failed to rewind properly, caused by corrosion on the motor home switch. Isolate to motor and electronic assembly due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor). It was also reported that the customer was not able to exit the load reservoir process. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer was able to clear the alarm however was not able to rewind the pump. Customer mentioned that the pump was not exposed to high magnetic field. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.